Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. The device was visually examined. A kink was found 57cm from the tip. Functional analysis was done by completing the setup procedure per the directions for use. Aspiration testing of the device was done per the test procedure. The device tip was submerged in a beaker of fluid and run for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure specification sheet. 7ml of fluid was withdrawn in the 1 minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that aspiration stopped. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. After one minute of operation during the procedure, the device stopped aspirating. The device was successfully removed from the patient and a new device of the same model and size was selected. The procedure was successfully completed with no complications and the patient is fine.